Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump that does not turn on. This event was reported to have occurred upon power up. Baxter quality engineering determined this condition to be a manual tube release knob issue. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that cannot turn on was confirmed. This condition was caused by the manual tube release knob being open. The manual tube release knob was closed to correct the reported condition.